Event description:
It was reported that the pump was stopped by the physician after missing refill. The pump was "running dry in (B)(6) 2014." The pump was replaced on 2015-03-05. The patient's status at the time of report was "alive-no injury." It was reported that the patient was doing well and was receiving therapy. The pump system was delivering dilaudid.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).